Event description:
A doctor alleged that between seven (7) different lots of sonicfill composite, black specks were present in patient's restorations after light curing the material.

Manufacturer narrative:
Specific information with regard to the number of patients involved, ages, genders, and weights were not provided by the doctor. Although the doctor identified seven (7) different lots associated with the black specks, the doctor could not verify which lot was used on any of the patients. The lots involved in the alleged incidents include lot numbers 4567016, 4252375, 4427263, 4427264, 4571890, 4427291, and 4584046. The doctor could not recall patient or incident details. The doctor reported that the composite was drilled out and the procedure was repeated during the same office visit for each of the patients. To date, each of the patients are doing fine. A visual evaluation was performed on each of the returned lots, yielding results within specifications. In addition, DHR reviews on each of the lots indicated that there were no deviations from the manufacturing process.